Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that for one week prior to admission, the patient noticed increased drainage from the driveline exit site (dles) and some surrounding erythema with minimal tenderness. Dles wound cultures grew staphylococcus aureus. For two days prior to admission, the patient noted a low grade fever with a maximum temperature of 100.8 degrees fahrenheit, some nausea, increased purulent drainage and tenderness around the dles. The patient presented to an outside hospital on (B)(6) 2019, had cultures drawn, and was started on parenteral antibiotics. The patient is on intravenous cefazolin and daily driveline exit site dressing changes are performed. As of (B)(6) 2019, the patient was still in the hospital and improving.